Event description:
Same case as MFR report# 3005188751-2012-00236. It was reported during an ablation procedure a pericardial effusion occurred. The physician inserted a fastcath swartz introducer with a brk needle. He felt the needle was in the la, and injected contrast. The x-ray showed contrast being injected into the pericardial space. The needle was withdrawn and a tee was performed showing no effusion. After waiting awhile, the tee was rechecked, still showing no effusion. The pt did not decompensate during the procedure. Transseptal access was re-attempted with the same devices and the procedure was continued successfully to completion. The physician stated the pt¿s ra was enlarged and rotated, which he alleges lead to the perforation. The pt's condition was stable and without consequences. Additional information was requested but not available.

Manufacturer narrative:
One brk needle without a stylet was received for evaluation. Visual inspection revealed three bends in the needle shaft located .300 inches, 3.2 inches and 5.6 inches proximal from the tip end of the needle. This needle was consistent with having been re-shaped. The IFU states: "under "warnings", do not alter this device in any way". Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported perforation is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.